Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (313 mg/dl). Customer took a manual injection of novalog and changed his placement site stabilize his blood glucose levels.